Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and total delamination of the valve. Leak test and microscopic analysis were performed which identified total delamination of the valve. Based on the device analysis the final assessment is total delamination of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.